Event description:
It was reported that during inspection at a distribution centre, that foreign matter contamination was found in the sterile pack. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H2: device evaluated. H6: the quality investigation is complete.

Event description:
It was reported that during inspection at a distribution centre, that foreign matter contamination was found in the sterile pack. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.